Manufacturer narrative:
(B)(6). Eval of this instrument indicated that the pin was broken. The broken pin was most likely a result of impact by the client. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
The device (part#: mco13c) was returned for repair to mxi service and repair. "Microforceps orl mco13c broken during a warranty period - repair or exchange."